Event description:
The patient was implanted with pins and an unknown plate in his femur. The patient was went for an x-ray last month and was told that the plate had split. The patient went back for an x-ray on (B)(6) 2013 and got new x-ray showing a broken plate. The reported stated that her husband was using a cane while the bone healed but is now using crutches, and cannot walk on his leg. This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis. Investigation could not be completed and no conclusion drawn as no device was returned and no lot number or part number was provided.